Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment in the internal carotid artery ica of a saccular, unruptured aneurysm with a max diameter of 3 mm and a 3 mm neck diameter. The landing zone was 4.2 mm distal and 5 mm proximal. It was noted the patient's vessel tortuosity was moderate. It was reported that the physician unsheathed the pipeline 5 x14 in m1 then pulled back to ica terminus to deploy. The distal portion of the pipeline wouldn't open even after 2 resheaths. Physician decided to remove the device and try a 2nd pipeline of the same size which opened and treated the aneurysm very well. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Angiographic result post procedure indicated a successful treatment.  Ancillary devices include a 7 french envoy, phenom plus, and phenom 27 .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.